Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then positioned the was in the laa of the patient. The wds was then inserted into the was and the closure device was deployed in the patient. Upon deployment of the closure device, it was noted that there was a thrombus present on the was. The closure device was fully recaptured, and the physician removed both the was and wds from the patient. The physician made the decision to end the procedure with no closure device implanted and perform a neurological check of the patient. The patient did well with no complications or consequences occurring.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then positioned the was in the laa of the patient. The wds was then inserted into the was and the closure device was deployed in the patient. Upon deployment of the closure device, it was noted that there was a thrombus present on the was. The closure device was fully recaptured, and the physician removed both the was and wds from the patient. The physician made the decision to end the procedure with no closure device implanted and perform a neurological check of the patient. The patient did well with no complications or consequences occurring.